Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passeed all functional testing and no motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient called to report multiple motor error alarms during normal use. The patient's blood glucose was 450 mg/dl, and he stated he would treat when he gets home. Troubleshooting was performed, and the drive support cap was flush. Advised the patient that the insulin pump would be replaced. Nothing further was reported.